Event description:
It was reported that the insertable cardiac monitor (icm) generated an alert indicating monitoring had become disabled due to a possible device issue. The clinic advised the patient to seek assistance. Technical service (ts) requested boston scientific engineering to investigate. Analysis of the icm device data revealed that the icm had entered bootloader mode, this is not recoverable and prevents normal monitoring. The patient was provided with an explanation of this mode, and the clinic was advised to contact ts for further discussion. The icm remains in service, and no adverse patient effects were reported.